Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was no anchoring sleeve on the lead. There was no additional or separate anchoring sleeve in the box. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.